Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not fire with the cartridge and then the cartridge popped off the device. A new cartridge was loaded into the device and used to complete the procedure. There was no patient impact reported. These were all the details provided. The device was discarded.

Manufacturer narrative:
(B)(4).